Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Patient was implanted with an occipital nerve stimulation system (off-label) which included 4 leads from the same lot. It was reported the patient is experiencing discomfort at the lead sites. The patient reported she lost weight and can feel the leads implanted in the back of her head becoming more superficial. The patient stated the leads tend to poke her skin which is very uncomfortable for her. The patient also stated she has difficulty lying on a pillow on either side of her head as well as directly on the back of her head. Because of the discomfort from her leads. The leads have not punctured through the skin, but are superficial. F/u identified that patient was given new programs utilizing the bottom set of leads. Diagnostic testing revealed impedances were within normal limits. X-ray imagery confirmed the connections were intact, with no distinct bend in leads. The patient was advised to f/u with her surgeon to determine the next course of action. Surgical intervention may be undertaken at a later date to address the reported issue.